Manufacturer narrative:
Investigation: the customer submitted a photograph of the interface through the viewport to tbct clinical support which confirmed the plasma in the connector was red-tinged in color. The customer did not respond to multiple requests for disposable lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: patient's underlying disease state. Patient's medication and/or medical treatment. Hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. Hemolysis due to pinched return line resulting in rbc¿s exposed to pressure drop in return line. Hemolysis due to pinched inlet line resulting in rbcs exposed to pressure drop in inlet line. Hemolysis due to an occlusion in the tubing resulting in rbcs exposed to a pressure drop.

Event description:
The customer reported that hemolysis was observed at the connector, in the plasma line, in the centrifuge and during the 7th bag of blood. During a red blood cell exchange (rbcx) on a spectra optia device. Per the customer, the device alarmed "cell detected in plasma line in centrifuge" and the plasma was reported to be orange/red in color. The customer was able to continue the procedure. Per the customer, the alleged hemolysis cannot be confirmed due to disease state, other treatment, or medication. The customer declined to respond to multiple requests for patient¿s information or outcome. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the customer submitted a photograph of the interface through the viewport to tbct clinical support which confirmed the plasma in the connector was red-tinged in color. The customer did not respond to multiple requests for disposable lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that hemolysis was observed at the connector, in the plasma line, in the centrifuge and during the 7th bag of blood. During a red blood cell exchange (rbcx) on a spectra optia device. Per the customer, the device alarmed "cell detected in plasma line in centrifuge" and the plasma was reported to be orange/red in color. The customer was able to continue the procedure. Per the customer, the alleged hemolysis cannot be confirmed due to disease state, other treatment, or medication. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time.  Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that hemolysis was observed at the connector, in the plasma line, in the centrifuge and during the 7th bag of blood. During a red blood cell exchange (rbcx) on a spectra optia device. Per the customer, the device alarmed "cell detected in plasma line in centrifuge" and the plasma was reported to be orange/red in color. The customer was able to continue the procedure. Per the customer, the alleged hemolysis cannot be confirmed due to disease state, other treatment, or medication. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.